Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the avea ventilator had a loss of air message and the compressor was struggling to provide a good clean delivery. The customer confirmed that there was no patient involvement associated with the reported event.